Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia (52beats per minute). The leadless implantable pulse generator (ipg) exhibited intermittent atrial markers and possible atrial undersensing. The ipg remains in use. No further patient complications have been reported as a result of this event.